Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: corrected fields: e2, e2 (added health professional and occupation "yes" and "nurse") g2 (added health professional in report source). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed due to a failure of the printed circuit board on the patient board set, additionally the cause of the failure on the board is due to design factors because the board was installed before the countermeasures were implemented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the housing had broken front panel; top cover needs to be replaced due to poor appearance; power switch needs to be replaced due to crack damaged around indicator and white plastic; software upgrade needed; 180 scoped using pigtail went from static picture to black screen even with a new pigtail; and labels are fading, not legible should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus, evis exera iii video system center, having image issues (no error message), adding that 180 scopes using pigtail, went from static picture to black screen even with a new pigtail. The issue occurred during the preparation for use. The procedure was diagnostic. There are no reports of patient or user harm associated with this event.